Event description:
It was reported that this patient was planning to have an MRI, and when the system was checked they found right atrial (ra) lead had high out of range impedances at greater than 2000 ohms. The threshold was steady at 1.0v and shock impedance was steady at 70 ohms. The trend value showed that the lead impedance was stable at this higher value. The lead remains in-service, and further testing was recommended to check for suspected issues before proceeding with the MRI. No adverse patient effects were reported.